Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has not stated the product will not be returned zimmer biomet for investigation as it was discarded by the user facility. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not yet indicated if the product will be returned zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, while the surgeon was drilling, the flexible drill shaft was damaged and the drill fractured. The procedure was successfully completed using a competitor's product. Attempts have been made and additional information on the reported event is unavailable.